Event description:
A report was received that alleged during use of the device, a portion of the device needle broke and remained inside the patient. The needle fragment was visualized with fluoroscopy and surgically removed. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.